Event description:
It was reported that the customer was in a motorcycle accident while wearing the insulin pump. As a result of the accident, the insulin pump was scratched. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a scratched case.